Event description:
Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the dye study done on (B)(6) 2019 showed building up of fluid in the posterior spinal elements not going into the intrathecal space. The dye was showing in the paraspinal area where the catheter entered. The patient was referred to a neurosurgeon for a catheter revision. The pump was functioning. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 28-jul-2018, (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-aug-2012, (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-feb-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 the patient reported that there was more and more medication being left in their pump. Per the patient they did a dye study on monday and found something wrong with the catheter and they were being referred to a neurosurgeon to change the catheter. The patient requested physician listings as the surgeon. No patient symptoms and no further complications were reported.